Manufacturer narrative:
Exact date unknown, event occurred two years ago.

Event description:
It was reported that the patient was experiencing pain at the ipg site radiating down to the left leg. The patient was also feeling numbness in the left leg. It was also noted that the ipg stopped working and was difficult to charge. The patient underwent an ipg replacement and pocket site relocation procedure. The patient was doing well postoperatively. The explanted ipg was not returned due to the facility policy.